Event description:
The doctor inserted his last screw then captured fluoro shots. Fluoro and stimming the screw proved it was inferior of the planned position. The doctor removed the screw and then re-implanted it with a jamshid-k-wire.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction .during navigation, the software detected excessive forces on the load cell during bone work. This is the result of skiving force detected while a tool is inserted into the end effector. Skiving can lead to the misplacement of screws. The software correctly detected the force and alerted the user. The severity is observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.